Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the findings did not replicate or confirm the customer reported event. No cable issues were identified. Additional unrelated observations not reported by site: the instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Further, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube.